Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001825034-2021-01955, 0001825034-2021-01956, 0001825034-2021-01957, 0001825034-2021-01958. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h4, h6, h10 evaluation of the returned products confirmed damage to the sterile packaging blister, and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Sterility has not been compromised. Complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been previously raised to implement improved packaging changes that were determined as part of a corrective action. These packaging changes will reduce the number of transit-related packaging damage events. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.